Manufacturer narrative:
The failure investigation has been completed and the reported cartridge alarm 19 was confirmed. Functional testing was performed and there was no failure identified with the performance of the device for the reported elevated blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had manual insulin injections available as alternate insulin therapy. The customer reported a blood glucose level of 239 mg/dl due to the customer recently eating, which was addressed with a manual injection. The customer declined any further troubleshooting.